Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-02474 . It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. Additionally, the lead was found to be fractured. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.